Event description:
It was reported that the user experienced hypoglycemia after eating dinner without announcing the meal to the ilet system, with a reported lowest blood glucose of 55 mg/dl and approximately 30 minutes spent below range; the user reviewed meal history with support and confirmed the missed meal announcement. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with glucose tablets and no need for medical intervention or hospitalization. Investigation included review of device use and meal history with emphasis on meal announcement behavior. Investigation of this case revealed user-related use error due to a missed meal announcement, with no device alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.